Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's left ventricular (lv) lead exhibited loss of capture. The lead was removed and replaced. The patient was stable.